Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because the reported lot number was an invalid lot number. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause could be due to an insertion error. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a foley catheter. The customer reports that the foley was removed at the end of the case per doctors instructions. Balloon digested of 10 cc fluid. Upon removal of the catheter, blood noted on the catheter and clot noted on end of the catheter. Blood was also noted at tip of the patient¿s penis. Upon further information received from the customer on (B)(6) 2015, the customer stated that the catheter was placed prior to surgery. This may be an insertion error as well but it is unknown. The catheter was removed so the catheter can be irrigated, which is normal operating instructions. The customer reports that when the catheter was removed, there was clotting in the catheter and bleeding. The bleeding was identified due to a false passage in the urethra and emergency surgery had to be performed.